Event description:
On (B)(6) 2019, a total knee replacement was revised and reported as loosening of both femoral and tibial components wit insert wear on the medical side. This is report 3 of 3 for this event.

Manufacturer narrative:
Evaluation showed wear likely due to subsurface oxidation and similar to that reported in the literature. Some wear is normal and anticipated for tka devices of this type.